Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Failure analysis was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had minor scratched display window, cracked battery tube threads, cracked case at reservoir tube window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was 500 mg/dl at the time of hospitalization. Customer also reported the cause of the hospitalization was caused by diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. Customer was not released from the hospital at the time of the call. Customer also reported a button error alarm occurring on the insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.